Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/30/2023, it was reported by a sales representative via phone that an ar-3680 fibertak button implant pulled out when under tension. Second button was opened and implanted and held, but looks like it would pull out. This was discovered during use in a case with no patient effect. Case completed using second button. Delay in the case 20 minutes.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The quality of the bone encountered was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.